Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas 6000 c 501 module. For patient 1, the initial na result was 217 mmol/l. The repeat result was 146 mmol/l. For patient 2, the initial na result was 160 mmol/l. The repeat result was 142 mmol/l. For patient 3, the initial na result was 114 mmol/l. The repeat result was 192 mmol/l. The second repeat result was 113 mmol/l. The initial results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found a hole in the rinse station vacuum tube and replaced it. Based on the available data, a general reagent issue could be excluded. The investigation determined that the issue found by the field service engineer was the root cause of the event.